Event description:
It was reported that patient was hospitalized due to an increase in seizures. Patient reportedly has an infection not related to vns. The patients vns was interrogated and showed batter life is neos and system diagnostics were within normal limits. Patient was referred for a battery replacement. The physician has responded that the cause of the increase in seizures is due to depleted battery (normal eos, 0% battery) and other "intractable". The seizure level rise was above pre-vns baseline levels. The physician's response that the device was completely depleted (0% battery remaining) contradicts the initial report of 0-8% neos. The initial reporter was contacted to clarify the discrepancy. He confirmed the device was not at eos (0%) that it did indeed have 0-8% remaining at time of interrogation one week after the seizure hospitalization. The patient later had a battery replacement due to battery depletion. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.